Event description:
While attempting to gain access to pt's fistula (arm), the micro introducer wire became tangled intramuscularly. Attempts to remove the wire were unsuccessful and ultimately approx 1-1.5 cm piece of wire broke off and remains imbedded intramuscularly in the pt's arm.